Event description:
Additional information was received that shortly after this event, this device was explanted due to battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was presented in the hospital with atrial fibrillation (af) with rapid ventricular response (rvr) and likely torsades. The device had previously declared end of life (eol), however, the patient had elected not endure the device replacement procedure. Upon device interrogation, it was discovered that the device had diverted a shock, then attempted to deliver a shock, resulting in a fault code, indicating extended charge time measurements. The device then diverted a second time, finally delivering a 31j shock with a charge time of 45 seconds. The patient was to be retained in the hospital for a device changeout procedure. No further observations were noted.